Event description:
A completion procedure generated and administered to a pt after manual interruption of the system by the customer was observed to be longer than expected. There was no injury to the pt because the increased dose received for this one fraction was subtracted from the dose delivered for future fractions, making the total delivered dose equivalent to the plan.